Event description:
Patient reported left side recall and "active bacterial inflammation¿. Patient underwent unspecified treatment for 60 days and "the inflammation did not resolve". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed, and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of jul 22 through jun 24 were noted 2 outliers in jul 22 and nov 22. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the infection event, so, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "active bacterial inflammation".

Event description:
Patient reported left side recall and "active bacterial inflammation¿. Patient underwent unspecified treatment for 60 days and "the inflammation did not resolve". Device remains implanted.

Event description:
Patient representative reported for left side "capsular contracture grade iii", "visible distortion of the breast prosthesis, as well as pain due to the hardening of the prosthesis", "enormous inconvenience, anguish, affecting physical and mental well-being, causing damage in the subjective sphere". The device has been explanted. Treatment: device removal, capsulectomy, repair mammoplasty without prostheses.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.